Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted transistor, designator q8.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator is present on their evaluation device and there were two event codes logged in the memory of the device.  One event code logged in the device's memory is related to a potential failure of the device to deliver defibrillation energy. The other event code logged in the device's memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.